Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory and power cable disconnect alarms was confirmed via analysis of the submitted log file. The submitted log files contained approximately 7 days of data combined (B)(6) 2023 from 06:27:00 ¿ 09:21:48 per the timestamps). The log files captured intermittent low voltage advisory alarms that were not associated with routine battery depletion from(B)(6) 2023 at 11:51:01 to (B)(6) 2023 at 12:43:49 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to intermittently drop below the low voltage threshold. The log file also captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2023 from 06:27:00 to 09:21:48 due to the rsoc voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and when connected to the power module. The atypical alarms occurred on the white and black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the system controller was exchanged and would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04aug2020. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low voltage alarms and that the driveline had several damaged areas and was covered with rescue tape. The x-ray image provided did contain some driveline shield bending/kinking that was not affecting pump operation. Additional information was provided on 15dec2023 that black power cord registered disconnected on wall and the clinician felt that the patient needed a new system controller. Further information was provided that the patient received a new controller on (B)(6) 2023. Log files were sent for review prior to the controller exchange, which showed low flow/pump stop/low speed advisory alarms. The log captured 6 pump stop alarms, indicating a potential issue with the percutaneous lead. It was reported that the patient was ordered for a new x-ray, was asymptomatic at the time of the events, and was placed on an ungrounded patient cable. 2 areas of concern at external portion of the driveline from the x-ray on (B)(6) 2023. On (B)(6) 2023 technical services was on sire and performed a driveline repair. The splice occurred approximately 3.5 inches from the exit site. The repair was completed without any alarms and the patient remained on an ungrounded cable. Related MFR 2916596-2023-08400.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.